Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and cycler set and the patient event of peritonitis. However, there is no documentation of a causal relationship between the peritonitis and the liberty select cycler or cycler set. Although there is no confirmed cause of the peritonitis and the pd effluent culture results were negative for growth, there is no allegation of a device malfunction or deficiency or cycler set defect reported for this event. This patient had a recent administration of antibiotic use (within 30 days) which is a significant risk factor for culture-negative peritonitis. (Fahim et al, 2010) most cases of peritonitis are caused by touch contamination by the patient for which this patient has a recent history documented. Based on the available information and no allegation of a malfunction, deficiency or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2021, during a call with fresenius technical support, a peritoneal dialysis registered nurse [(pd)rn] for this female pd patient reported that the patient is currently being treated for peritonitis. It was also reported the patient will be returning to in-center hemodialysis. Additional information was obtained through follow-up with the pdrn. The patient reported a drain complication to fresenius technical support on (B)(6) 2021 and subsequently contacted the pdrn to inform her of the call. The pdrn instructed the patient to come into the pd clinic that day to check the pd catheter. The pdrn had the patient do a manual drain and it was noted that the pd effluent was cloudy. The patient did not have any physical symptoms. The pd effluent was sent out for culture and the patient was initiated on intraperitoneal (ip) antibiotics with vancomycin (dose not provided) daily for 21 days. The patient was diagnosed with peritonitis. The culture resulted negative for growth; however, the white cell count was elevated with 43,734 (unknown units). The effluent was also cultured for fungus, but that culture was negative. The cause of the peritonitis was not confirmed. The patient did not report any cassette leak and could not recall any breach in aseptic technique. The patient does have a history of touch contamination during treatment set-up from the beginning of (B)(6) 2021 (unknown date) which did not result in any adverse event or peritonitis diagnosis. The patient was prescribed oral prophylactic antibiotics for three days. The pdrn stated this patient was difficult to train on pd and the patient became very overwhelmed. It took several weeks for training and they initiated pd on the cycler earlier than planned as the patient was having unspecified issues with manual exchanges. After this peritonitis diagnosis it was determined the patient was not suited to complete pd therapy. The patient has permanently transitioned to in-center hemodialysis as of (B)(6) 2021. The patient will be re-cultured next week to ensure the peritonitis has cleared.

Event description:
On (B)(6) 2021, during a call with fresenius technical support, a peritoneal dialysis registered nurse [(pd)rn] for this female pd patient reported that the patient is currently being treated for peritonitis. It was also reported the patient will be returning to in-center hemodialysis. Additional information was obtained through follow-up with the pdrn. The patient reported a drain complication to fresenius technical support on (B)(6) 2021 and subsequently contacted the pdrn to inform her of the call. The pdrn instructed the patient to come into the pd clinic that day to check the pd catheter. The pdrn had the patient do a manual drain and it was noted that the pd effluent was cloudy. The patient did not have any physical symptoms. The pd effluent was sent out for culture and the patient was initiated on intraperitoneal (ip) antibiotics with vancomycin (dose not provided) daily for 21 days. The patient was diagnosed with peritonitis. The culture resulted negative for growth; however, the white cell count was elevated with 43,734 (unknown units). The effluent was also cultured for fungus, but that culture was negative. The cause of the peritonitis was not confirmed. The patient did not report any cassette leak and could not recall any breach in aseptic technique. The patient does have a history of touch contamination during treatment set-up from the beginning on (B)(6) 2021 (unknown date) which did not result in any adverse event or peritonitis diagnosis. The patient was prescribed oral prophylactic antibiotics for three days. The pdrn stated this patient was difficult to train on pd and the patient became very overwhelmed. It took several weeks for training and they initiated pd on the cycler earlier than planned as the patient was having unspecified issues with manual exchanges. After this peritonitis diagnosis it was determined the patient was not suited to complete pd therapy. The patient has permanently transitioned to in-center hemodialysis as on (B)(6) 2021. The patient will be re-cultured next week to ensure the peritonitis has cleared.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid within the cassette compartment on the top cover. There were no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An (as-received) 8800ml treatment-based ccpd simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. No fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, valve actuation test, and a patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid on the inside of the top cover. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.